Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of constipation problem and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis. On an unreported date, the patient experienced constipation problems. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The nurse reported that the cause of the peritonitis was due to the constipation problem. On an unreported date, the patient began remedial treatment with injection vancomycin 2 grams which continued. At of the time of this report, the event of peritonitis was resolving, and the outcome of constipation problems was not reported. Dianeal therapy was ongoing. The nurse believed the event of peritonitis was unrelated to dianeal therapy, however did not provide an opinion of causality for the event of constipation problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.